Event description:
It was reported that this patient was experiencing a suspected allergic reaction to this implantable device. The system was subsequently explanted due to infection. The device will not be returned as it was retained by the patient. The patient was administered antibiotics and no additional adverse patient effects were reported.